Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: anterior primary filter leg has perforated ivc and rests on top of or slightly in right common iliac artery. It is a bit unusual for a filter to be in close proximity to iliac arteries. However, filter was placed 2 cm inferior renal veins and this brings the legs in close proximity to iliac arteries. The other legs are within or tent the ivc. Filter hook rests against posterior caval wall as filter is tilted posteriorly. Angiogram demonstrates unsuccessful attempts at snaring the hook which is folded or embedded in posterior caval wall. Two attempts with a pigtail engaging the filter legs while attempting to snare the hook were performed. No caval stenosis or thrombosis is present. No attempts at mobilizing the hook with loop snare technique or with an angioplasty balloon are provided. Secondary struts are intact. Filter perforation of the vena cava wall is a well known risk in the literature. Despite perforation the majority end up in successful filter retrieval. There are no published guidelines for surgical or endovascular removal of perforated ivc filters. Removal is considered based on the severity of symptoms and perceived long term adverse outcomes. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013, the günther tulip vena cava filter was placed without tilt. On 20jan2014, the distributor sales rep was informed that one of the filter legs had penetrated the ivc wall. Filter retrieval is planned on (B)(6) 2013, even if the ivc penetration did not occur. Additional information received 29jan2014: on (B)(6) 2014, ivc penetration by one of the filter legs for about 1 cm was detected by CT. On (B)(6) 2014, filter retrieval was performed as scheduled. However, the filter could not be retrieved as it was tilted and/or embedded in the ivc wall. Patient outcome: the patient did not require prolonged hospitalization.